Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 3 (water reservoir low) low flow, they were going to order the circulation pump and replace it in biomed. Per wo update on 13mar2024, it was reported that after the biomed replaced the circulation pump and they turned the device on to test and calibrate and some of the buttons were not responding. They are bringing it back for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 3 (water reservoir low) low flow, they were going to order the circulation pump and replace it in biomed. Per wo update on 13mar2024, it was reported that after the biomed replaced the circulation pump and they turned the device on to test and calibrate and some of the buttons were not responding. They are bringing it back for assessment.